Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for material separation and material tear. However, the investigation is inconclusive for failure to advance based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cruo14sa recanalization catheter allegedly failure to advance, material separation and material split, cut or torn. The information was received from a single source. This malfunction involved one patient with no patient consequences. Patients' age, weight and gender were not provided.